Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced mark issues. The following information was provided by the initial reporter: according to the customer's report, the scale was misaligned for one product.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the scale was misaligned for one product. The returned syringe was examined and exhibited missing scale print on the barrel of the syringe. Unable to perform DHR check for scale misaligned due to unknown lot number. Embecta was able to confirm the customer¿s indicated failure. Root could not be determined.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced mark issues. The following information was provided by the initial reporter: according to the customer's report, the scale was misaligned for one product.